Event description:
It was reported that the device was not pacing, and there was no telemetry. It was also reported that the battery may have been out of power. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.